Event description:
The MFR received info alleging the ventilator had "low flow" and was alarming. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, errors related to the sensor board were observed. The sensor board was replaced to address the issue.